Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2022. The reaction was located under the entire patch. The patient stated that his physician diagnosed a mrsa (methicillin resistant staph aureus) infection and indicated it was caused by the device. At the time of the report the patient was not using the dexcom and was waiting until the mrsa was gone. He stated he was receiving unspecified treatments. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).